Event description:
The customer reported that the device fails to power off. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device fails to power off. There was no report of pt involvement. A philips field service engineer went to the customer site to evaluate the device. The reported issue could not be recreated. Philips could not confirm the reported failure. The repair history for this device was reviewed over the last six months and there were no related power issues noted.